Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the diagonal artery. A 2.50 x 20mm synergy drug-eluting stent was deployed for treatment. However, after deployment, the balloon was noted to be sticking to the stent. After applying negative pressure 4 times it released. No patient complications were reported and patient's prognosis was very good.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 2.50 x 20mm stent delivery system (sds) was returned for analysis without a stent. A hemostatic valve was retuned attached to the hub. The balloon was reviewed. There was no stent on the balloon. The balloon was in a flattened state and appeared to have been inflated and deflated. Visual and tactile examination of the shaft polymer extrusion found no issues. Visual and tactile examination of the hypotube identified no issues. Visual examination of the tip showed no signs of damage. The device was loaded onto a 0.014'' guidewire via tip without issues. The balloon was inflated successfully to rated burst pressure of 16atm. A vacuum was pulled at the balloon deflated fully in 6 seconds. This was within deflation time specification. No other issues were identified during the product analysis.

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the diagonal artery. A 2.50 x 20mm synergy drug-eluting stent was deployed for treatment. However, after deployment, the balloon was noted to be sticking to the stent. After applying negative pressure 4 times it released. No patient complications were reported and patient's prognosis was very good.